Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of short battery life evidenced by drastic drops in battery voltage on (B)(6) 2015, which lead to a low battery warning. On examination, the battery compartment was found to be cracked below the bumper pad. On investigation, ez-prime steps were performed correctly. The sleep current draw was found to be above specification; short battery life complaint was duplicated on investigation. The pump was opened for investigation and revealed moisture corrosion present on the printed circuit board and the continuous glucose monitoring module. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.